Event description:
Pt implanted with total knee replacement on an unk date. Pt presented in another country with left periprosthetic distal femur fracture; fixed with liss plate, bone and cancellous chips. Fracture fixation failed, pt revised in 2009 with lcp condylar plate.

Manufacturer narrative:
Synthes is unable to determine mfg site or mfg date without a lot #. Synthes is unable to determine 510(k) # without a part # or lot#. Investigation is on going; no conclusion could be drawn as no device was returned or lot # provided.